Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of sensing and loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal lead characteristics.